Manufacturer narrative:
The system was examined and the reported ¿track ball issue¿ was replicated. The track ball was replaced to resolve this issue. However, there was no mention of finding anything that was attributed to the reported ¿posterior capsule tear issue.¿ the system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the dull track pad can be attributed to the track ball. A root cause cannot be determined conclusively. (B)(4).

Event description:
There were no signs of occlusion or shallowing to have occurred before the tear happened per the surgeon.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule tear during a laser assisted cataract procedure. Tear was found during phacoemulsification. Upon follow up, the nucleus was noted to have fallen into the vitreous cavity. A vitrectomy was performed. In the surgeon's opinion, the dullness of the trackball caused the event.